Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that after an ion lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement. The target nodule was located in the right upper lobe, 16 millimeters in size and 3 centimeters away from the pleura. The procedure was completed without delay. The ion portion of the procedure was completed without delay. While radial endobronchial ultrasound was performed (rebus) was performed, a pneumothorax was found, so a chest tube was placed. The patient was hospitalized for 2 days and then subsequently discharged home. The physician believes that the pneumothorax was not ion related but rather attributed to the patient's underlying conditions of chronic obstructive pulmonary disease and emphysema, as well as biopsy with a cryoprobe. The adverse event would have likely occurred via another modality. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Further details were not provided.